Event description:
Customer alleged the ventilator did not function properly when operating in cold weather. The mallinckrodt customer support engineer (cse) inspected the device, verified the reported problem and replaced the cup seal, check valves, o-rings and the pressure relief spring. The unit passed extended self testing. It was verified that no pt involvement took place, but the cse verified the malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.